Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house is3000 system and the system successfully recognized the instrument. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. Engineering was unable to replicate the recognition issue. Engineering also found main tube damage and wire insulation damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .140 in length and not aligned with the tube axis. The one conductor wire had a gouge in the insulation at the yaw pulley. The insulation was deformed and lifted up in the damaged area, but it did not appear that the material was removed. The instrument passed electrical continuity testing. The evidence was inconclusive, but the main tube and wire damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.